Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. A lot number was not provided for this device. Only the insertion device was returned. The actuator is in its post t2 pre-deployment position indicating a complete deployment. The insertion needle is dramatically bent. The device was functionally tested for proper actuator advancement and cycling and did not function as intended due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the root cause of the reported event was determined to be user error. No further investigation is necessary at this time. (B)(4).

Event description:
During a meniscal repair procedure, it was reported that the 1st implant (t1) was deployed and when 2nd implant (t2) was about to load, the spring in the device didn't work; which couldn't deploy the 2nd implant (t2). All implants were removed from the patient. The case was completed successfully with a back-up device. There was no reported delay, patient injury or complication.